Event description:
The customer reported that the unit went ventilator operator while on a patient with an error code message of auto-zeroing of machine and proximal pressure transducers in post failed. There was no patient harm.